Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan (B)(4) alleging that their vial of onetouch verio test strips was missing 16 test strips. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began before (B)(6) 2015. The patient manages their diabetes with self-adjusted insulin. The patient reported continuing to take their usual dose of medication in response to the alleged issue. The patient stated that since they had fewer strips in the vial they tested their blood glucose less often than usual. The patient reported that sometime later they obtained a blood glucose reading of ¿33.0 mmol/l¿ on a laboratory device. The patient reported that they administered self-treatment of sliding scale insulin. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient became hyperglycemic after the alleged issue began.